Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The elevated bg was addressed by a correction bolus via the pump. There was no need for third-party assistance. Customer changed cartridge and infusion set to address the issue and continued to use the pump for insulin therapy.